Manufacturer narrative:
Pump successfully downloaded traces and history files using thump. Unit passed the displacement test and self test. No unexpected pump error 23 or pump error 15 alarms noted during testing, however pump error 15 (file number = (B)(4); line number = (B)(4)) found in pump history/trace files on (B)(6) 2024 at 20:12:09.000. Pump error 23 confirmed in the pump history/trace files on (B)(6) 2024 at 20:12:11.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, and cracked battery tube threads. Unexpected pump error 23 alarms confirmed in the pump history/trace files on (B)(6) 2024 at 20:12:11.000 as a result of an unexpected restart caused by pump error 15 alarm. Pump error 15 (file number = (B)(4); line number = (B)(4)) alarm confirmed in the pump history/trace files on (B)(6) 2024 at 20:12:09.000 due to suspected hardware error as per global logic analysis (esf # (B)(4)). Problem isolated to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15: the critical block and inverse critical block did not add to zero, pump error 23: a post-reset ram crc alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that customer reported receiving pump error 15,23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Product return status for mmt-1885 is unknown.